Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-4316, lot #: 15121769, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had difficulty charging the ipg. It was also noted that the patient had pus coming out from two midline incision sites. Antibiotics were prescribed. The physician did not believed that the infection was device related. The patient underwent an explant procedure.